Event description:
Procedure type: urological. According to the reporter: following an anterior mesh procedure, the pt allegedly experienced pain and has sustained injury, including damage to a bodily organ system. The pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B) (4). Bard MDR #: 1018233-2010-00002.